Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a broken downstream occlusion seal. Functional testing was able verify the reported problem it was determined that the faulty lock sensor was the root cause and was replaced. The device is pending customer approval for repair of the device. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was showing error code 41541 (1003) on start-up. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.